Manufacturer narrative:
The referenced scope was returned to the olympus service center. The evaluation confirmed the leak as the scope failed the leak test from the a loose elevator plug. Additionally, the adhesive from the forceps cover was peeled off and missing from the distal end cover body, the pink colored probe coating on the distal cover was peeling. The bending section cover was loose and the bending section cover glue was cracked. The light guide tube was buckled/dented and the control knob/movement was restricted with play. The control body was missing name plate (non-functional). The device was repaired and returned to the customer. The scope's repair history was reviewed and showed the scope was last repaired on (B)(6) 2020 due to damage at the probe unit and distal end cover. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During reprocessing, the evis exera ii ultrasound gastro-videoscope was reportedly found to have a "leak". There was no patient harm or involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10 the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported adhesive peeling at the distal forceps cover is due to external force such as strong rubbing on the part in normal use including reprocess. Considering the manufacturing year of the device, there is a possibility of peeling off due to aging and other factors. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.